Manufacturer narrative:
Additional narrative: additional device product code is hrx. Device is an instrument and is not implanted/explanted. Device history record (DHR) review was performed for part #352.252, lot # 6632613: release to warehouse date: 18-may-2011, supplier: (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation is performed. The returned drive shaft (314.743, 15808-01) and 12mm/12.5mm/13mm reamer heads ((352.250, 7586107) (352.251, 6408211) (352.252, 6632613)) are part of the reamer/irrigator/aspirator (ria) system used for intramedullary reaming and bone harvesting. The returned drive shaft was received with the distal tip which mates with the reamer head broken off. A portion of the broken off piece was also received and measured to be approximately 13.29mm. The returned 12.0mm and 13.0mm reamer heads ((352.250, 7586107) (352.252, 6632613)) were received with their fingers which are intended to mate with the distal tip of drive shafts broken off. The 12.5mm reamer head (352.251, 6408211) was received with its fingers bent inwards. After inspection of the returned parts the complaint condition of broken was confirmed for the drive shaft and 12mm/13mm reamer heads, however ,the 12.5mm reamer head only had inwardly bent fingers. Replication of the complaint condition is not applicable for the returned parts, considering their condition, however the complaint condition will be considered confirmed. As part of this investigation a visual inspection and drawing review were performed. All relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Based on the available information it is not possible to determine a definitive root cause for the complaint conditions. It is possible that exposure to excessive forces due to the use of an incorrect drill could have contributed to the complaint condition of broken. The ria technique guide states that a cannulated drive unit that will deliver 3.5nm to 4.5nm of torque and 700 rpm to 900 rpm (standard drill speed) must be used. It is specifically noted not to use a reductive drive, drills with a torque greater than 6nm, or power equipment designed for reaming. The complaint condition of inwardly bent reamer head fingers most likely occurred due to rough handling during use and or processing. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a graft harvesting procedure on (B)(6) 2016 with the reamer-irrigator-aspirator (ria) system three devices broke, a drive shaft for ria, 12.5mm reamer head, and 13.5mm reamer head. Fragments were generated but were easily removed. The procedure was completed with back up devices. There was a 10 minute delay, patient is reportedly stable. The procedure was successfully completed. It was also reported that two additional reamer heads became damaged when the ria was being disassembled following the surgery. During the manufacturer investigation process it was identified that the returned subject device is broken. This condition was re-evaluated and determined to be reportable on (B)(6) 2017. Concomitant device reported: locking clip for ria, sterile (part # 352.260s, lot # unknown, qty 1). This is report 3 of 4 for (B)(4).